Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power enclosure was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a planned maintenance (pm), the imaging system was having difficulties with the power conversion enclosure. It was reported that charging enclosure fans were spinning when the interface (umbilical) cable was disconnected. There was no patient present when this issue was identified.

Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, lot/serial: (B)(4) (power conversion) ; product ID: bi71000195, lot/serial #: (B)(4) (power tray). The power enclosure was returned to the manufacture for evaluation. After functional testing, visual/physical examination and examination of a similar product the reported issue was confirmed. Power conversion failed bench test. Q28 and q14 transistors failed there was a shorted. (B)(4) the power tray was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Verified returned fuses in power tray tested good. Installed power tray into a known working system. The system powered on, readied and functioned as expected multiple times. Several 2d and 3d images were taken and motion calibration was successful. No problem found while under test. (B)(4). If information is provided in the future, a supplemental report will be issued.